Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient was not able to adjust stimulation. The device was powered off. Patient was able to feel stim. After ins was turned back on. It was also noted that the patient had experienced a loss of therapeutic effect. The patient got into a scuff with a family member about 4 months ago, and it corresponded with when she lost relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model # 3037, lot # njd086949n; extension model # 3095-10, lot # nah019831v, implanted (B)(6) 2005, explanted unknown; lead model # 3093-28, lot # j0511675v, implanted (B)(6) 2005. Explanted unknown. (B)(4).